Manufacturer narrative:
The device involved in this event has not been returned, no evaluation provided. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4). This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature.

Event description:
It was reported when the physician tried to retract the coil back into the catheter, the coil broke off. The physician was unable to get the first loop to form which advanced the coil causing the microcatheter to back out. The physician stated he waited too long to attempt to pull the coil back into the microcatheter. The coil was not deployed in the patient's body and is expected to be returned for evaluation. No patient injury was reported.